Event description:
It was reported that there was excessive bleeding and possible pt injury.

Manufacturer narrative:
The clamp was not returned for eval. There has been counterfeit copies of this product therefore we are unsure if this is a gomco clamp. The instruction manual states the following: the clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described. Prior to each use, always insure that plate and bell (stud) are the same size. Prior to initiating the surgical procedures you must insure that expected clamping function has been properly achieved. Use only parts mfg by gomco when assembling this device. Important: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique.